Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 37 mg/dl at the time of the incident. The customer was at 110 mg/dl at the time of the call. The customer used sugar to treat. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. Troubleshooting was completed but did not resolve the issues. The customer had sensor glucose versus blood glucose differences. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing's including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device was communicated properly with guardian link and glucose sensor simulator. No unexpected sensor anomaly was noted. Unit passed the displacement accuracy test. The device was received with normal operating currents, no unexpected low battery alarm noted and scratched case.